Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarm was confirmed via the log file review. The log file spanned approximately 8 days (15jun2022 to 23jun2022 per the timestamp). No external power alarm activated on 16jun2202 at 22:56 and 21jun2022 at 10:04 due to rsoc and bus simultaneously diminishing to approximately 0v with a loss of ac power while the device was connected to mpu. The backup battery was able to provide power to the pump during the alarm. The alarm resolved shortly after reconnecting to a power source. No other notable alarm was observed. The mobile power unit, serial (B)(4), was not returned for analysis. A root cause of the reported event was determined to be the mpu power cord coming loose from the wall outlet. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms including no external power. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate iii lvas. These sections explain how to properly switch between power sources. These sections also state that at least one system controller power cable must be connected to a power source (mpu, power module, or two heartmate 14 volt lithium-ion batteries) at all times. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the log file captured no external power events on (B)(6) 2022 and (B)(6) 2022. This was due to the mobile power unit (mpu) alternating current (ac) power cord coming loose at the wall outlet. The mpu had a v-lock connector on the ac power cord. There was no interruption in pump support during these events.